Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.